Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0107870v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that there was a 574 error on the patient programmer and the implantable neurostimulator (ins) lost programming. The clinician programmer came up on the lead configuration screen. It was noted that no event occurred to cause the problem. It was further noted that the patient turned stimulation off before the problem occurred. It was noted that the programmer beeped three times when they used the patient programmer. The device was currently off. The manufacturing representative would reprogram the device. The issue occurred the weekend prior to report. Additional information received reported that the error was cleared and the ins was successfully reprogramed. There were no diagnostics performed. There was no malfunction seen or cause of issue determined. There were no interventions taken or planned. The patient¿s therapy was restored.